Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for high voltage lead impedance out of range. The hvli measured out of range in the rv to svc and the svc to can vector. All vectors were remeasured in clinic and found to be normal. The device was reprogrammed successfully to a different vector and remains implanted.